Event description:
During a literature review of a balloon kyphoplasty study, it was noted that a symptomatic extra-vertebral cement leakage resulted in foot drop and required open decompression. No further information on the event was provided.

Manufacturer narrative:
Report source. Abstract from british journal of neurosurgery, august 2008; 22 (4): (463-483). W4-02: single institute prospective long term results of kyphoplasty in 211 consecutive pathological vertebral fractures. W4-03: evaluation of percutaneous balloon kyphoplasty in the treatment of vertebral body compression fractures due to multiple myeloma. Other, device not returned, internal review of literature. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.